Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent temperature alarms occurred while the battery was charging. Customer¿s blood glucose level was 110 mg/dl. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.